Manufacturer narrative:
(B)(4). The product was returned for investigation. There was no fault found with the returned sensor. The customer complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
Covidien received a report of a customer in (B)(6) that a patient was receiving 80% oxygen from a ventilator while a oxygen reading on the monitor was over 90%. The oxygen level on the ventilator was reduced to 37% and the oxygen reading on the monitor continued to read at 90% and above. It was then reported that the patient suffered brain damage due to lack of oxygen and died soon after this occurred. Patient was born in (B)(6) 2014; patient age, (B)(6); date of death and date of event are unknown at this time.